Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine (2400 mcg at 450 mcg) via an implanted pump for an unknown indication for use. It was reported that the patient was complaining of numbness in both feet. There were no known environmental/external/patient factors that may have led or contributed to this issue. A dye study was performed. It was noted that the catheter was implanted next to s1 nerve root and not in the intrathecal space. 2ml of yellow fluid was aspirated from the catheter access port (cap). It was further reported that the hcp was unable to see any catheter implanted and that dye appeared to collect where the catheter would attach to the pump. It was reported that surgical intervention was planned but not yet scheduled. The issue was not resolved at the time of this report and the patient's status was "alive-no injury". The patient's weight and medical history was asked and would not be made available for this report. 2024-01-23 e1 (hcp, rep) additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that it was unknown what the catheter issue was and what the cause was pertaining to the dye study where they were unable to see any catheter implanted and dye appeared to collect where the catheter would attach to the pump. It was unknown what type of surgical intervention was going to occur and when. The event had not resolved and the catheter was still implanted.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2014 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 21-oct-2015, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.